Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that 7 months after the dental implant was installed in intraoral region #13 it was verified its nonosseointegration. Patient presented bone type iii and immediate load was not performed.